Event description:
During the month of may I experienced frequent redness in both of my eyes, primarily in my left eye. I would experience pain and a sensation that there was something in my eye. I did not think it was pink eye because there was no discharge, so I did not see my eye dr. I thought the redness was the result of working on the computer. I regularly wear contact lenses, so when the redness would occur, I would stop using the contact lenses and switch to glasses. My contact lenses are disposable, so I would toss the previous pair and insert a new pair once the redness had decreased; however, it never completely subsided. I read about the recall notice on sunday, 05/27/07. I immediately checked my contact lenses solution and notice that it was the amo complete moisture plus brand. I left several messages with amo, but it was a holiday weekend. As soon as possible on tuesday morning I saw my eye dr. I was diagnosed with an eye inflammation. Fortunately no fungus was detected. Dose: flush contact lenses. Frequency: daily. Route: ophthalmic. Dates of use: 2007. Diagnosis or reason for use: contact lenses wearer.